Event description:
During the procedure, it was reported that the physician used the solitaire fr device with a prowler 14 and it got jammed. The physician then switched the prowler out for another catheter and tried to use the same solitaire fr device with the new catheter, but the stent detached on the first pass in the middle cerebral artery (mca). No complications were reported with the patient as the result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent remained in the patient and the pushwire was discarded. (B)(4).